Manufacturer narrative:
(B)(6). The product remains implanted and is thus not available for analysis. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
It was reported that after stenting with a 5x50mm palmaz blue on an aviator plus in the left renal artery, the stent migrated to the distal renal artery off the initial stenosed lesion. An additional stent was used to complete the procedure. The device remains implanted and is not available for evaluation. The access site was the femoral. The patient¿s admitting diagnosis was renal artery stenosis for an elective procedure. The pre-procedure stenosis is unknown. The lesion was de novo. The lesion was ostial and was very tortuous. It is unknown if there was thrombus present in the lesion before attempting to deploy the stent. It is unknown if negative pressure was performed once the stent was across the lesion. A 7f sheath with a command 014 guidewire was used with a jr guiding catheter. It is unknown if the stent delivery system behaved normally as it passed through towards the lesion or if there was any resistance met during the advancement of the stent delivery. The inflation pressure used to deploy the stent was pressure up until rpb and to post dilate the stent. The stent migrated to the distal renal artery. There was no attempt to re-capture the stent and it remained where it migrated. Another palmaz was used to treated the ostium of the renal artery with satisfactory results. There were no adverse consequences to the patient. The patient¿s status was ¿ok¿. Satisfactory results were ultimately achieved and the target lesion was stented. Medications used before, during and after the procedure are unknown.

Manufacturer narrative:
It was reported that after stenting with a 5x50mm palmaz blue on an aviator plus in the left renal artery, the stent migrated to the distal renal artery off the initial stenosed lesion. An additional stent was used to complete the procedure. The device remains implanted and is not available for evaluation. The access site was the femoral. The patient¿s admitting diagnosis was renal artery stenosis for an elective procedure. The pre-procedure stenosis is unknown. The lesion was de novo. The lesion was ostial and was very tortuous. It is unknown if there was thrombus present in the lesion before attempting to deploy the stent. It is unknown if negative pressure was performed once the stent was across the lesion. A 7f sheath with a guidewire was used with a jr (judkins right) guiding catheter. It is unknown if the stent delivery system behaved normally as it passed through towards the lesion or if there was any resistance met during the advancement of the stent delivery. The inflation pressure used to deploy the stent was pressure up until rbp (rated burst pressure) and to post dilate the stent. The stent migrated to the distal renal artery. There was no attempt to re-capture the stent and it remained where it migrated. Another palmaz was used to treat the ostium of the renal artery with satisfactory results. There were no adverse consequences to the patient. The patient¿s status was ¿ok¿. Satisfactory results were ultimately achieved and the target lesion was stented. Medications used before, during and after the procedure are unknown. The product was not returned for analysis. A device history record (DHR) review of lot 17001379 revealed no anomalies or non-conformances that can be associated with the reported complaint. According to the instructions for use, the user should, under fluoroscopy, use the balloon marker bands and the radiopaque stent to position the stent centrally within the stricture. During positioning, verify that the stent is still centered within the balloon marker bands and has not been dislodged. Prior to stent expansion, ensure that stent and balloon are completely exposed from the csi or guiding catheter. Caution: never advance a csi or guiding catheter over the exposed stent to avoid dislodging the stent. Under fluoroscopic visualization, steadily inflate the balloon to deploy the stent. Expand the diameter of the stent to the diameter of the reference bile duct. Should any resistance be felt at any time during either stricture access or removal of the stent delivery system pre-stent implantation, carefully attempt to pull the unexpanded stent delivery system back through the sheath introducer/guiding catheter. If resistance is felt in doing so, the delivery system must be removed as a single unit. The reported ¿endovascular sds/stents- migration - (peripheral)¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics of tortuosity may have contributed to the reported event. Neither the DHR nor the information available suggests a design or manufacturing related cause for the reported burst; therefore, no corrective/preventive action will be taken.